Manufacturer narrative:
Date of event is 'year and month valid'. Product analysis: the product remains implanted; therefore, no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 15 years post implant of this aortic bioprosthetic valve, the patient underwent a valve-in-valve replacement with a non-medtronic transcatheter valve. The reason for replacement was not reported. No additional adverse patient effects were reported.